Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the implant late loosening. Part number, lot number, manufacturing date, expiration date and UDI/gtin number if applicable: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2659371, mfd. 11/06/18, exp. 2023-11-06, gtin (B)(4). 2nd (inferior): ifuse-3d implant, p/n 7045m-90, lot# 2658971, mfd. 12/10/18, exp. 2023-12-10, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where two implants were installed. The patient later complained of a recurrence of si-joint pain symptoms over the psis. The surgeon thought that the implants were loose. In (B)(6) 2021, the surgeon performed a revision procedure where he removed both implants using chisels. The implants showed bone in/on-growth. The explant void was not filled with bone graft. No hardware was added. The status of the patient following the revision procedure is not known.